Manufacturer narrative:
Other text: additional information: a1, h6, h10: information was received on (B)(6) 2021 indicating that there was no patient involvement in this event. Device evaluation completion date: 12-jan-2022. Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked on the right plunger case. During analysis, the reported issue was unable to be duplicated. Service replaced the main board for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log identified fail e safe resource error was not found in history of device. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Updated h6 evaluation code conclusion.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a failed safe resource error. No adverse effects were reported.